Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, PICC being flushed when nurse noticed fluid leaking from the exit site. PICC removed and noticed there was a hole at 8cm mark. 7cm mark at skin so hole was internal. Chemotherapy patient so chemotherapy agents would have been going into tissue. Groshong PICC placed for further treatments. PICC was in situ for 3 months and 27 days. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC being flushed when nurse noticed fluid leaking from the exit site. PICC removed and noticed there was a hole at 8cm mark. 7cm mark at skin so hole was internal. Chemotherapy patient so chemotherapy agents would have been going into tissue. Groshong PICC placed for further treatments. No other information was provided.